Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head not fully retracted inside the distal end of the sheath. The snare head was extended out from the distal end of the sheath. The handle of the device was manipulated to advance the snare head and when the snare head was advanced outside the sheath the snare head was misshaped. The snare head did not form a uniform duck bill. When the snare head was advanced outside the sheath, the snare wire was bent above where the duck bill is normally formed. This created two (2) bends in the snare wire; one (1) bend that is made to create the duck bill shape, and one (1) bend that was bent during use. This created a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head was being retracted into the sheath, the additional bend in the snare wire was preventing the snare head from fully retracting. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill snare with one (1) bend in the distal end of the wire. When the snare head was fully retracted, the snare head was 21 mm from the distal end of the sheath. The distance from the distal end of the snare wire to the distal end of the sheath was not to specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation of the snare wire cannula that is soldered to the snare wire was not in the correct location. The position of this cannula could have contributed to the snare head becoming misshaped during use. The manufacturing specifications state specific measurements for placement of the cannula, and it was found that the cannula on the complaint device does not meet the specification. All devices from work order (B)(4) have been distributed from cook warehouses. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the investigation determined that the device did not meet manufacturing specification. During the manufacturing process for the forming wire, the cannula was not placed at the correct location prior to being soldered to the forming wire. Additionally the snare wire did not meet manufacturing specification. While observing operators in manufacturing, it was found that operators were not manufacturing acusnare duck bill snare devices per the manufacturing instructions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure in the colon, the physician used a cook acusnare polypectomy snare. During the endoscopic mucosal resection, the snares opened once but would not close completely [subject of this report], (see also related MDR 1037905-2018-00213). A new snare was opened and used to complete the procedure.